Event description:
Reported a hospital receiving high and low readings on pcx blood glucose meter. The hospital performed several tests on different lot numbers and different meters. The results were then compared to lab results. Precision pcx meter reading + 104 and 126 mg/dl compared to lab reading of 265 mg/dl.